Event description:
Consumer claims the unit is not working. There was not a report of injury or property damage with this incident.

Manufacturer narrative:
The product was crushed by the consumer, which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.